Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection found the battery pack is totally damaged and scorched on the upper left side. The device cannot be connected to a charger because the battery pack is totally damaged. The included power supply with the battery was also tested and worked perfectly. The customer reported problem was confirmed. Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
It was reported the device exhibited a battery fire, the product was charged outside the device. A slight smoke and a strong odor occurred. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.